Event description:
This lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2012 due to excessive noise and multiple aborted vf episodes. Impedance less than 200 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).